Event description:
On 04/16/07, the company received two reports where it was claimed that the 15mm connector of the device was pulling away from the tube. The called did not specify whether this report was discovered during pt use. The called indicated the sample associated to this report was not available for investigation, and the lot number of the device was not retained in the pts records. Attempts have been made to collect further info.